Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use a crack could be heard and then leakage occurred at the connection with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter, translated from (B)(6) to english: after 30 sec of flowing contrast medium, it sounded "crack" and leakage occurred from the connection of the route.

Event description:
It was reported that during use a crack could be heard and then leakage occurred at the connection with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter, translated from japanese to english: after 30 sec of flowing contrast medium, it sounded "crack" and leakage occurred from the connection of the route.

Manufacturer narrative:
H.6. Investigation summary: bd received one catheter adapter assembly without the original packaging. Three photographs were also submitted for evaluation. Upon visual inspection of the unit, damage was not observed to the catheter or adapter. A leakage test was performed where leakage was not observed. The luer for the leak test was unable to connect to the adapter as the bc actuator is blocked by particulate from moving. A q-syte was then used to connect the two devices. No leakage was present. There were no defects observed on the septum. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.